Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implants and experienced bilateral capsular contracture, baker grade unknown post-operatively. The patient underwent surgical intervention on the right side where the implant was removed and reinserted. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7, 2023, mentor became aware the previously submitted report erroneously omitted a code related to user error. During the previously reported surgical intervention, the implant was removed and reinserted, which is considered use error of the product. Coding has been updated. Manufacturer¿s reference number: (B)(4).